Event description:
The customer reported that the system would not boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mother board was determined to be defective, however, this part is no longer available due to the age of the system. The system is not repairable.